Event description:
The customer reported that this tubing set was in use with an arthroscopic pump that displayed inaccurate pressure during use, resulting in the patient's shoulder being over-extended with fluid during surgery. It was reported that the patient was discharged home, the same day of surgery and no other information was available.

Manufacturer narrative:
Investigation: this tubing set could not be evaluated, as it was disposed of at the facility. The associated pump was evaluated and found to function within specifications.